Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. Blood glucose value at the time is unknown but customer stated that reading the night before was 20 mmol/l and was treated with manual injection. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms were noted. However, the down arrow button did not respond due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the unresponsive button. The pump also had moisture damage on the electronics, as well as minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.